Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9029982 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle tip had pierced through the catheter tubing. There was also a v-shaped cut left in the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. However, the engineer was unable to determine a definitive cause for the observed damage. It is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process. H3 other text : see h.10.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: hard needle piercing soft needle.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: hard needle piercing soft needle.